Event description:
The account reported the implanted intraocular lens was explanted approximately (B)(6) after implant due to a refractive surprise. The initial implant was replaced with a lower diopter lens, no patient injury.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 22.5 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.